Event description:
Narrative from staff: during set up for a case a yankauer suction tubing was opened to the field. It was noted that a black hair was wrapped around the tubing. This made the item not sterile, and the entire case setup had to be re-setup. No delay and no patient involvement.